Event description:
The customer reported that the black piece on the opposite side of his reservoir is falling out while delivering a bolus/basal. The customer stated that he pushed back, but the piece kept falling out periodically. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a loose drive support disk.